Event description:
Pt says one pump is having issues getting cassette off-really hard to get cassette off. Pt says problems has been getting worse. Pt did attempt to trouble shoot. Pt has been using back up pump with no issues. Serial number of affected pump (B)(6). Pt says she also had issues with one of her extension tubing-gave occlusion alarm and once she changed it issue resolved-this happened last month - product lot number 6108409 and expiration date unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Resolved. Pt code: 2422. Device codes: 1528, 1012. Ref report: mw5177717.